Manufacturer narrative:
Continuation of d10: product ID 39286-65 lot# serial# (B)(6), implanted: (B)(6) 2011, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the plastic tip on the end of the lead was broken and would not seat in the battery head properly. There were no external/environmental/patient factors that may have caused or contributed to the lead plastic separation.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39286-65 (serial: (B)(6); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead scs 2x8 surgical lead was associated with plastic coating separation with plastic in the paddle lead coming off, and high impedance over 40k observed on the day of surgery. The issue was noted specifically with electrode 7. Impedance testing was conducted, confirming the high impedance. Multiple attempts were made to try and clear the issue. The lead remains implanted and in service, and the issue is ongoing. No patient complications have been reported as a result of this event.